Event description:
It was reported that while performing para-aortic lymph node dissection during a da vinci si hysterectomy procedure, the monopolar curved scissors (mcs) instrument wrist would rotate while the surgeon attempted to open/close the scissor blades. As a result of the unintended motion, the patient's superior vena cava was nicked and bleeding occurred. An instrument installed on another system arm was used to control the bleeding. The mcs instrument was removed and the instrument sterile adapter was reseated, however, unintended motion recurred. The instrument sterile adapter was replaced and the instrument arm resumed normal function. The patient's superior vena cava was repaired intra-operatively with suture and the planned surgical procedure was completed. The patient is reportedly in stable condition and recovering well.

Manufacturer narrative:
The instrument sterile adapter is built into the sterile drape and manually attached to the instrument arm. When an instrument is installed onto the sterile adapter, the sterile adapter transfers motions from the instrument arm to the instrument. The instrument sterile adapter used during the procedure has not been returned for evaluation, therefore, it cannot be determined if the customer reported failure was caused by a defective instrument sterile adapter or user error when draping or installing the instrument. A follow-up medwatch report will be submitted if the instrument sterile adapter is returned or if additional information is received.